Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 2nd june 2009 and performed to specification up to the 16th december 2012. The device failed a self-test due to a low battery on the 23rd december 2012. The device remained in fault mode, failing self-tests on the 4th and 7th march 2013. Later a fresh pad-pak was installed and the device passed a self-test, performing to specification up to the 1st june 2014. Multiple manual power ups of ten minutes duration were recorded in the device memory between the 3rd june 2014 and the final log entry on the 27th january 2016. The pad-pak became depleted during this time. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.